Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse determined that only the right master tool manipulator (mtm) would be calibrated because the issues were reported on system arms 3 and 4. The fse encountered a failed gimbal torque sequence on the right mtm. The fse performed a hard power cycle, restarted laptop and performed gimbal torque sequence once more, but the test failed again. After troubleshooting the system, the fse found the right mtm grippers to be more loose compared to the left mtm. The right mtm did not fully open when released. The fse replaced the right mtm. The system was tested and verified as ready for use. Isi did receive a da vinci product involved with this complaint to perform failure analysis. The mtm was analyzed and it was found that the grip spring was broken inside the housing. The complaint was confirmed based on failure analysis, which indicates that the device may have contributed to the customer reported issue.

Event description:
It was reported that issues with arms 3 and 4 persisted, with both arms feeling sluggish and the customer wanting the issue resolved. It was explained that the issue might have been related to the right controller at the console, and it was confirmed that there were no obstructions. It was also suggested that the issue might have been related to port placement at the patient side.